Event description:
It was reported during a diagnostic laparoscopy the surgeon inserted the 511sd trocar into the umbilical area and put the scope in and completed the case. The surgeon went on vacation and when he came back he found another surgeon performed a reoperation on his patient and found a straight linear incision into the bowel. The scrub tech said a resusable fascial closing device was used to close, but the doctor did not remember using this device on this case. There is no other information available at this time. 09/30/1997 the surgeon had no concern about the trocar itself. Surgeon wanted to know if there are studies available regarding techinque of trocar insertion. Within this last week, surgeon attended workshop on laparoscopes and did get his questions answered.